Event description:
Boston scientific received information that a latitude red alert was detected from this system due to high shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
This patient's physician is aware of the red alerts and will continue to monitor this patient as the alerts have been correlated to the patient's illicit drug use. No other adverse events have been reported. This product issue will be updated if additional information is received.